Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A review of the complaint history for sn (B)(4) was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 18jan2019. The review was performed from the date of manufacture to the present date 19jul2021. A review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue. Device was not returned to manufacturing facility.

Event description:
It was reported that an incident occurred while infusing a drug in the intensive care unit. Once the nurse had started the infusion, everything was populated on the pcu and the device was operating fine. After a while, the nurse went back to check on the patient and noticed that the pump was still pumping but this device was not displaying on the pcu anymore. There was a concern that the unit would not infuse at the proper rate or stop when it was supposed to. The customer's biomed did multiple tests but could not replicate the issue. Also, during the test, the infusion progress bar display will not populate on all pumps attached. The biomed went and checked on the devices in the ICU and found that several pcus were missing the infusion progress bar display. There was patient involvement but no harm.